Event description:
Home pt (hp) reported a system error alarm 2240 during dwell 2 of 4 during apd treatment. Hp had accidentally disconnected the pt's line causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Rn reports that the pt was given 1 gram of cefazolin intraperitoneally prophylactically. There has been no resulting infection.